Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade IV, pain, deformation and it feels like someone is ripping the nipple off". Later patient reported "two lumps, severe nipple pain and valve is laying on a nerve" confirmed by ultrasound. This record is for the left side. Device was explanted and replaced. Device will not be returned. Patient was prescribed accolate.